Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section, upon closing the wound, the needle and thread detached and broke. The suture is replaced to continue the procedure. There was no patient injury.